Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted for potentially associated lot number s14g24108 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 (air in line/set) alarm occurred on a home choice (hc) device during dwell of peritoneal dialysis therapy. No information about patient involvement was obtained. There was no patient injury or medical intervention was reported. No additional information is available at this time.